Manufacturer narrative:
Device is not available for analysis.this report is filed november 29, 2013. Device not available for analysis.

Event description:
Per the clinic, the patient's abutment fell off and the patient underwent a surgical procedure under general anesthesia on (B)(6) 2013, to confirm the placement of the implanted fixture. During the surgery, it was confirmed that the patient had experienced a loss of osseointegration resulting in fixture loss. An infection was discovered at the implant site, and antibiotics were prescribed (type not reported.) It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4).